Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported stress shielding was recorded on 5 year follow-up study for radiographic findings on operative site/hip.